Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was more than 400 mg/dl. Customer stated that the insulin pump had multiple motor errors during the bolus delivery and no delivery alarms. Customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer stated that the insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.